Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported fluid leaking from insertion site. It is unclear whether it is coming from the PICC or from oedema in the tissue. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is unconfirmed because the problem could not be reproduced. One 4 fr s/l powerpicc solo was returned for evaluation. An initial visual observation of the returned powerpicc solo revealed blood use residues throughout the returned device. A functional test of pressurizing the catheter with water using a 12 ml syringe revealed no leaks throughout the returned device. Multiple attempts to flush the catheter with water using force revealed no observed leaks along the catheter. Because no leaking was found during testing, the complaint of a leaking catheter is unconfirmed. This complaint will be recorded for future trending and monitoring purposes.